Manufacturer narrative:
No pt injury was reported. A gambro technical services (gts) field rep inspected the machine and found broken spring in blood pump rotor. He replaced the blood pump rotor. 510(k)# is k001156